Event description:
It was reported that the right ventricular (rv) lead impedance measurements have been fluctuating for approximately eleven months. It was also reported that the sensing integrity count (sic) was elevated and a lead integrity alert (lia) was triggered. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. It also indicated the criteria for rv lead integrity alert were met, the impedance of the superior vena cava defibrillation coil was beyond the expected upper range, indicated the impedance of the rv pacing lead was beyond the expected upper range, the impedance trend of the rv pacing lead was variable, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead exhibited noise, non physiologic events and oversensing. The lead was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. (B)(4).